Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via right femoral artery in a 60 year old female for cardiomyopathy the patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. The patient was also on va ECMO and awaiting heart transplant. On day 8 of support, it was reported the cp was repositioned. On day 9 of support, while in the intensive care unit, the patient experienced a type a aortic dissection. That evening, the patient was taken for dissection repair, re-cannulation of va ECMO, and upgrade to impella 5.5. The 5.5 was never implanted as the patient's condition was irrecoverable at this point, and the physician prioritized the aortic dissection repair. Only the y-graft was sewn on and the guidewire placed in the ventricle. 4 units of blood were transfused. The patient did not survive the procedure and expired the next day. The reported aortic dissection may occur in the setting of impella cp support and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and device position. The death will be conservatively reported; however, the device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical clinical condition as they presented with scai shock stage d.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in b2 (is required intervention). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.